Event description:
(B)(4). This device case, reported by a pharmacy who contacted the company to report a product complaint, regards a patient (gender, age, and ethnicity not provided). The patient was taking an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin delivery pen was reported to have missing segments on the right-hand side of the dose number. This humapen memoir is associated with product complaint (B)(4)/lot 0911c01. The pen was returned to the manufacturer. The user and the user's training status was not provided. The suspect device duration of use was not provided.

Event description:
(B)(4). This device case, reported by a pharmacy who contacted the company to report a product complaint, regards a patient (gender, age, and ethnicity not provided). The patient was taking an unspecified medication for treatment of an unspecified indication. The patient's humapen memoir insulin delivery pen was reported to have missing segments on the right-hand side of the dose number. This humapen memoir is associated with product complaint (B)(4) /lot 0911c01. The pen was returned to the manufacturer. The user and the user's training status were not provided. The suspect device duration of use was not provided. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of a patient that their humapen memoir device battery had missing segments in the dose number. Investigation of the returned device (batch 0911c01, manufactured november 2009) found missing segments in the dose display. The device had 26 low battery warning errors. A detailed investigation found that the root cause for the missing segments was cracked lcd interconnecting cable. Batch record and house sample reviews did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional.' Corrective action - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional online control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.